Manufacturer narrative:
E1: initial reporter facility name is (B)(6); reported here as facility name exceeded character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman truseal access system was not returned; therefore, device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020 batch # 0036910222. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review a risk review was completed and confirmed that the event of air in device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that air in device occurred. A left atrial appendage closure procedure was being performed with a watchman truseal access system. A watchman closure device was implanted. After implantation, air was introduced into the watchman truseal access system and bubbles were found in the sheath. The patient was monitored and the event resolved. No adverse events were reported. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name and phone number: (B)(6); reported here as facility name exceeded character limit for designated field.

Event description:
It was reported that air in device occurred. A left atrial appendage closure procedure was being performed with a watchman truseal access system. A watchman closure device was implanted. After implantation, air was introduced into the watchman truseal access system and bubbles were found in the sheath. The patient was monitored and the event resolved. No adverse events were reported. The patient condition following the procedure was stable.